Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, b5, b7, c1, d1, d4, d6a, e1, h4, h6, and h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally: hcp initially treated the patient with antibiotics which had a "poor outcome". Hcp later dissolved the filler using 0.25ml hyalase hyaluronidase "with good effect". Symptoms resolved. This was the initial use of the syringe. The packaged needle was used.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® ultra xc. Patient experienced "redness, abnormal swelling, lip wounds, and subsequent impetigo" post-injection. Hcp dissolved the filler. Symptom resolution is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.